Event description:
Pt reports having the following symptoms post implantation of the eclipse vena cava filter: continues muscle spasms, tingling and numbness in her hands, feet and face. She has an MRI scheduled for (B)(6) 2012.